Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic low anterior resection (lar) procedure, the stapler was fired by the surgeon, who did not perceive any issues during the firing sequence. After firing, a digital rectal exam revealed sharp staples protruding, and endoscopic evaluation showed an incomplete staple line with a defect at the 5¿6 o¿clock position, where malformed staples were observed. The anastomosis appeared to have not held in this area, resulting in an open defect. The surgeon addressed the defect by suturing it closed, which extended the surgical time for about 30 minutes.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1(street 1, postal code, phone number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. Visual inspection noted that there was a picture of what appeared to be an opened staple on a blue drape. The staple line appeared to be incomplete. Functional testing found that the pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage. It was reported that the staple line was incomplete and there were malformed staples. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.